Manufacturer narrative:
No samples or photos received by our quality team for evaluation. The reported condition is acceptable per product specification. This product code does not require a ce mark on the package. Product graphics are determined by regulatory requirements by the country in which they are sold. Batch 4078418 is considered in compliance with our product specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material #:303134. Batch#:4078418. It was reported that the bd syringe 10ml s/t 200 s/c label content was incorrect. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. We have some product labeled with the european acceptance symbol (ce) while other packages do not have this labeling and instead say ¿rx only¿. Lot numbers are different between the two and the rx only labels have slightly different mm readings for the measurement. The item numbers on both are the same, and the expiration dates are similar, so I assume they were manufactured at similar times (especially the 2.5¿ needles in the middle row). Our team is wondering about this packaging change and when it may have occurred, so if the difference in packaging represents the products being manufactured in different factories. Product#: 303134. Lot#: 4078418.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.